Event description:
It was reported that the user experienced hypoglycemia symptoms while the blood glucose was 96 mg/dl on the first day of pump use and requested to pause insulin delivery; the user was informed that pausing is intended for disconnection or physical activity and was guided on how to pause delivery, and education included the pump¿s 70¿180 mg/dl target range and a recommendation to discuss personal symptom thresholds during follow-up training. Customer care provided support that included troubleshooting and education with user guidance. Investigation of this case revealed no device malfunction reported and cause of the hypoglycemia symptoms was unclear. Symptoms included feeling low, shaking and tremors associated with hypoglycemia. Outcomes included self-treatment with oral glucose and no alerts or alarms. It was concluded that the device functioned as expected and user education was provided regarding appropriate use and follow-up. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.